Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the pt had narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4). Secondary surgery. Excessive.